Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that ext set w/macrobore 2vps y-conn was blocked. The following information was provided by the initial reporter: material no. : 20159e, lot no. : unknown. It was reported that fluid would not flow through one of the free valves.

Manufacturer narrative:
It was reported that fluid would not flow through one of the free valves. Received from the customer is one used extension set model 20159e lot 20056457. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed with the received sets. Functional testing was performed by filling a lab syringe with blue dye water and flushing fluid through each smartsite port on the set via flush. Fluid flowed throughout each port with no occlusions occurring. No further testing was performed as the customer¿s report was not confirmed. Although no occlusion was confirmed, bd manufacturing is aware of smartsite occlusion issues and is currently investigating the root cause under CAPA 1998036. (B)(6). The customer¿s report that fluid would not flow through one of the free valves was not confirmed. The root cause of the customer¿s report could not be identified because no occlusions occurred and fluid successfully flowed throughout the received set. H3 other text : see h10.

Event description:
It was reported that ext set w/macrobore 2vps y-conn was blocked. The following information was provided by the initial reporter: material no. : 20159e. It was reported that fluid would not flow through one of the free valves.